Event description:
The plaintiff, alleges that they have sustained an industrial injury and/or developed an occupational disease that manifested itself in or about 2000. Pt also alleges that they have been employed as a certified nursing assistant and licensed practical nurse, and that during their employment they have exposed to latex gloves. Pt further alleges that pt has suffered from interalia urticaria, hand dermatitis, allergic rhinitis, itchy and watery eyes, chest congestion, and dyspnea (wheezing and asthma). Furthermore pt alleges that they have been diagnosed as suffering from type-I latex allergy. Pt alleges that because they are sensitized to latex, they are at risk of suffering anaphylactic reactions when pt comes into contact with many different commonly used products which contain natural latex protein. Pt also alleges that they have suffered severe and irreversible latex allergy. Pt further alleges that they are restricted in their life as to where they can go, and what they can do with their life, with their career, and with their family. Patient also alleges that they find it difficult to seek medical and dental care, and entering a non-latex safe environment in a hospital is a health hazard to them. Pt further alleges that they have suffered and will continue to suffer in the future, emotional distress, and an inability to engage in their normal activities. Furthermore pt alleges that they have suffered physical injuries, as well as despair, and loss of enjoyment of life, all of which are of a permanent, continuing and life threatening nature. Finally pt alleges that they have suffered great loss and depreciation of earning capacity and will continue to suffer same for an indefinite time in the future.